Event description:
The following was reported to davol by the patient's attorney: it was alleged that (B)(6) 2007 the patient was implanted with a davol flat mesh during a multi-part procedure. Per operative report indicates that the patient underwent a total hysterectomy, bilateral salpingo-oophorectomy, abdominal sacral colpopexy, burch colsuspension, perineorrhaphy, and cystoscopy; only one mesh was implanted at this time. An additional vaginal procedure was performed on (B)(6) 2007 with implant of a non-bard; there is no mention of the previously implanted davol flat mesh in the operative dictation. Attorney alleges that the patient experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and only an implant operative report has been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.